Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that noise was oversensed on the ventricular channel resulting in inappropriate hv therapy. Lead damage was suspected. The lead was capped and replaced.